Event description:
It was reported that customer experiences an unexpected re-start, has a loose drive support cap and is missing the dome label sticker. The customer's blood glucose was 135 mg/dl. Troubleshooting was conducted for the unexpected re-start. The customer is already using their back-up plan. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk. The insulin pump passed self, a21 error and displacement tests. No unexpected a21 error alarms noted. The insulin pump has cracked case at display window corners, battery tube threads, minor scratched lcd window, missing end cap sticker and broken reservoir tube lip.